Event description:
The pt had the primary surgery, plif (2007, exact date unk) on l4/5. The pt was revised on (B) (6) 2007 (the devices implanted from the primary surgery were extracted and plif was performed on l5/6. On (B) (6) 2007, the pt received the second revision (the devices implanted during the first revision were extracted and anterior fusion was performed on l5/s. The surgeon is not requiring the evaluation of the devices since he presumes that the devices are not due to the infection.

Manufacturer narrative:
(B) (4). As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were within scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 reportable event associated with this event type (serious injury) and product code max.